Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30611. It was reported the patient¿s lead was protruding through the skin and causing discomfort. Surgical intervention took place on (B)(6) 2020 wherein the lead was buried deeper. Note: it is unknown which lead was protruding, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the discomfort has resolved.